Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: crease fold and non-penetrating nick observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture and exchange from textured to smooth due to the patient¿s concern of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and exchange from textured to smooth due to the patient¿s concern of the product. Device has been explanted.